Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance related to the product. One unit out of the lot of 30 was found to have foreign material in the tray. The one unit was removed from the production lot number and the remaining balance was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. The lead passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt received a single trial lead for left leg and back pain. It was reported that he is experiencing uncomfortable stimulation. The reported discomfort began shortly after implant and initiates in the pt's left abdominal area. Attempts to resolve the matter through reprogramming have been unsuccessful. No further info is available at this time. It is unk whether, the device in question will be returned to the manufacturer for analysis.